Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year, 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A log file submitted to the manufacturer for analysis confirmed low flow events recorded on (B)(6) 2018. It appeared likely the obstruction was in the outflow graft since there was flow through the pump. Due to a concern that the thrombus in the outflow graft could back up into the pump, a decision was made to exchange the patient's lvad on (B)(6) 2018. After the pump exchange, the low flow alarms reportedly resolved. Prior to the pump exchange, the unspecified changes to the medications were made during the hospitalization. As of (B)(6) 2018, the patient remained hospitalized but with no acute issues.

Event description:
Subject presented to the ed on (B)(6) 2018 for evaluation of generalized body aches, generalized weakness, headache, nausea, vomiting, and fatigue. Subject stated he had been feeling ill for several weeks, symptoms were worsening, and he was experiencing increased low flow alarms starting (B)(6) 2018. Creatinine from this day was also elevated (1.78) and subject was directed to go to the ed by his cardiology clinic. Subject was hospitalized and hemodynamic monitoring was initiated, showing markedly elevated left ventricular end-diastolic pressure consistent with pump malfunction or thrombosis. Echocardiogram performed (B)(6) 2018 showed severe dilation of the left ventricle and moderate dilation of the right ventricle, with left ventricle measuring 9.0 cm at aortic valve opening with every beat (previously 7.8 cm) and septum shifted to the right. CT (B)(6) 2018 showed abnormal filling defect in the lvad proximal outflow cannula. After review of all imaging by cardiology/surgery staff, decision was made to exchange the entire lvad and driveline. While hospitalized prior to surgery, warfarin was held, inr was reversed with vitamin k, and subject was treated with high-dose parenteral heparin, vasopressors and inotropes, and iabp. Subject was taken to the operating room (B)(6) 2018 for complete hm3 exchange. Findings were consistent with twisting at the proximal end of the outflow graft, and there was a laminated thrombus inside the left ventricle which was excised. There were no surgical complications. After surgery, iabp was removed and subject was treated with milrinone and nitric oxide. Subject was extubated two days post-surgery. Subject was started on coumadin, bridged with low intensity heparin, and gently diuresed. Chest tube removal was delayed due to air leak/drainage and an additional chest tube was placed (B)(6) 2018, but remainder of the hospital course was unremarkable. Subject was discharged (B)(6) 2018.

Event description:
Additional information was received on 10apr2019. It was stated that a CT was performed on (B)(6) 2018 which showed abnormal filling detected in the lvad proximal outflow cannula. Findings at the lvad exchange were consistent with twisting at the proximal end of the outflow graft, and there was a laminated thrombus inside the left ventricle which was excised.

Manufacturer narrative:
Although an outflow graft twist was suspected by the account, the twist could not be confirmed during this evaluation due to the condition that the graft was returned in; however, the submitted log files did capture multiple low flow alarms which could be correlated to the suspected outflow graft twist and the excised laminated thrombus from the left ventricle reported by the account. The hm3 lvas was returned assembled with the pump cable severed approximately 9¿, 11¿ and 20¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned detached from the outflow graft attachment. The apical cuff was not returned. The submitted log files captured multiple transient low flow alarms. Throughout the log files, the pump operated above the low speed limit and appeared to function as intended. The outflow graft had a ¿v¿-shaped cut through it approximately 2¿-3¿ from the graft attachment that appeared to have occurred post-explant of the device. The outflow graft was returned with a kink present on the distal end. There was no tissue growth within the geometry of the kink on the graft exterior or deposition within the lumen of the graft interior, suggesting that this distortion was not present during support. The lumen of the graft revealed no evidence of developed depositions or thrombus formations. The hm3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.